Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. Unable to verify off no power alarm, history anomaly data reordered anomaly during download due to blank display. Unable to perform functional testing due to blank display. The device had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had history anomaly. Mother stated that the insulin pump was uploaded and there was no data recorded. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was not performed. The device was returned for analysis.